Manufacturer narrative:
Sample is not available for testing. Qc was within the customer's established ranges prior to and after the event. Service was not dispatched for this event as it is isolated to one patient's sample. No definitive root cause could be determined for this event.

Event description:
A customer contacted beckman coulter inc., (bci) regarding an intact parathyroid hormone (pth) result, above the assay linearity, generated by the access 2 immunoassay system for one patient. The pth result did not match the clinical picture of the patient. The result was reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.